Event description:
It was reported that during a laparoscopy. Gastric bypass, the surgeon fired the stapler and only half of the staple line formed and the cut line fired completely. The surgeon controlled the bleeding by firing. The case was completed with a like device and no patient consequence was reported.